Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer complained about receiving an alarm on his insulin pump at prime process. During troubleshoot customer stated that the drive support cap was protruded. Blood glucose level is 177mg/dl. No further information reported.